Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
Patient's rip hip operative report indicated difficulty explanting the femoral stem. After an hour of attempting to remove the stem, an extended trochanteric osteotomy was performed. Osteotomes were used to remove the stem from the femur and two cables were used to close the osteotomy.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.